Manufacturer narrative:
The user has not returned the luggie scooter to the dealer nor the importer for further eval. We're not able to get to know the scooter's condition at this stage.

Event description:
Ref imp# (B)(4).